Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 404 mg/dl. Customer stated that insulin came out of the reservoir compartment. Customer stated the button of reservoir got pulled out of the reservoir. Customer was advised to start with new set and reservoir to ensure the tubing connector and reservoir top are dry. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 404 mg/dl. The customer was treated for high blood glucose with pump.